Event description:
It was reported that during the implant attempt, the distal coil on the high voltage lead was found to be uncoiling and separating. The lead was not used and another lead was implanted. Additionally, the helix on the low voltage lead would not extend during the implant attempt. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted and was found to have fractured (overstress). The lead was found to have been damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.